Event description:
It was reported that the pt stated an obvious decline in auditory performance since (B)(6), 2012. The problems of external devices have been excluded and a history of a head trauma is denied by the guardians. Testing in situ showed that the device has malfunctioned. The pt was reimplanted on (B)(6), 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.